Manufacturer narrative:
Product analysis: the amphirion deep device was returned to medtronic investigation lab for evaluation. The device was returned loosely coiled inside two biohazard bags in biohazard pouch. The catheter shaft was returned detached, and the balloon and distal tip was not returned for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The catheter shaft returned detached with the outer shaft detached at approximately 98cm distal from the strain relief and the inner shaft detached at approximately 63.5cm distal from the strain relief. Part of the inner lumen returned detached from the device and was measured to be approximately 73cm in length. Under a microscope, the detached inner lumen is inspected, and the detached ends are frayed with rough edges, and stretching is evident in the center of the lumen. Damage is noted to the detached end of the catheter shaft with frayed edges and a kink is also noted along the outer catheter shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was occluded. Almost no tortuosity. Some plaque present. There where several lesions along the sfa , the tibial and the peroneal arteries. The balloon was deflated and, when not inflated, was aspirated again before the removal. The balloon plastic is reported to be in the patient at the sfa. The patient is recovering well. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an amphiprion deep pta balloon during treatment of the patient¿s superficial femoral artery (sfa). There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. Embolic protection was not used. Deflation difficulties are reported. It is reported the balloon was slow to deflate at the lesion site leading to removal difficulties. A detachment is reported. The catheter was removed but the balloon plastic is reported to be in the patient. The patient will undergo a femoro-popliteal bypass to treat the issue.

Manufacturer narrative:
Additional information: balloon was deflated until no contrast or fluids could be seen in the balloon. Patient has undergone femoro-popliteal bypass. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.